Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent posterior lumbar interbody fusion at l3-4 for lumbar canal stenosis. It was reported that patient developed pain. Suppositories were prescribed. On the next day, x-ray-p was taken which revealed backout of the cage which compressed nerve root. A surgeon told he weaken the compression force because the l4 pedicle was damaged a little when inserting a pedicle screw. Revision surgery: peek cage that backed out was removed from the left side, and was replaced with a other peek cage. Lot # of the removed cage is unknown (it was disposed at the hospital). Since one screw was loosening due to l4 pedicle breakage, it was replaced with other screw which is one size larger. The surgery was completed after conducting compression. Lot # of the removed screw is unknown.

Manufacturer narrative:
Corrected information: aware date changed from (B)(6) 2015 to (B)(6) 2015.